Event description:
Correction: the initial MDR submitted on march 06, 2026, was filed inadvertently. It has been confirmed by the clinic that no infection has occurred. Per the clinic, the patient also experienced difficulty adapting to the cochlear implant.

Event description:
Per the clinic, the patient experienced pain/ non-auditory sensations with infection (site of infection not confirmed). Subsequently, the device was explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.